Event description:
I had a surgery that used the vyrsa si joint implant to create a sacroiliac fusion. It is an implant that is placed in the si joint. I have had significant increased pain and symptoms and more severe disability since my surgery. I have also had new symptoms since the implant placement that were not there before the surgery. Overall, the surgery failed to resolve my previous issue and created new problems. And I will require another si surgery but it wont be able to correct the new symptoms/problems that the implant has caused. FDA safety report ID# (B)(4).